Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has had a revision of what has been indicated as zimmer biomet product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Additional information received from rep. This event did not result in patient injury to the patient and occurred during an initial procedure. This event will be reported based on a malfunction previously reported on (B)(4). This follow-up report is being submitted to relay additional information. Needs corrected from adverse event to product problem.

Event description:
It was reported during an initial knee arthroplasty the outer plastic of the packaging was perforated. The inner sterile packaging was not damaged. The screws were not used and different screws were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.